Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the system and noted that wrist fiber optic cable had an issue. The fse replaced it with new fiber optic cable. The system was tested and verified as ready for use. The affected part#372210-06 involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted surgical procedure, the system had no indication on arm2 during initial power on. The customer had restarted and hard power cycled the system couple of time, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an error 319 in logs. The tse informed that the armnet 2 had internal failure and suggested to use 3 arms system by disabling arm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred prior to start, post anesthesia and it is unknown if ports were placed prior to the issue being identified. The procedure was completed robotically with three arms. The issue was resolved during procedure by disabling arm2 and proceeded with remaining 3 arms.